Manufacturer narrative:
(B)(4). The customer did not retain samples or the lot number. The date of manufacture cannot be determined. The model is unknown therfore the 510k number cannot be determined.

Event description:
The customer reported some tubes of an unspecified model and size are cloudy and softer making it harder for intubation. There was no report of any harm.